Event description:
Pt: (B)(6) male. Length of therapy: about 15 yrs. Pt experiencing same symptoms as pt in (B)(4) and is hospitalized and diagnosed with meningitis. Report was collected as a result of phone f/u with pt's physician. On (B)(6) 2012, 6:52pm: received voicemail from the physician, who reported the lot # ba7973a. Indication - multiple sclerosis. Was meningitis diagnosis confirmed - yes, it was definitely viral meningitis. Medical history - multiple sclerosis and severe depression. Concomitant conditions - depression. Concomitant medications - prozac, remeron and enaplex. The reported event - started (B)(6) 2012.

Manufacturer narrative:
The mixject transfer device is packaged in bayer's betaseron kit. There are known injection site reactions for betaseron. The following is an excerpt from bayer's betaseron prescribing info for physicians: "injection site reactions: in four controlled clinical trials, injection site reactions occurred in (B)(4) of pts receiving betaseron with injection site necrosis in (B)(4). Injection site inflammation ((B)(4)), injection site pain ((B)(4)), injection site hypersensitivity ((B)(4)), injection site necrosis ((B)(4)), injection site mass ((B)(4)), injection site edema ((B)(4)) and nonspecific reactions were significantly associated with betaseron treatment (see warnings and precautions). The incidence of injection site reactions tended to decrease over time. Approximately (B)(4) of pts experienced the event during the first three months of treatment, compared to approximately (B)(4) at the end of the studies." The device associated with this event was not returned to medimop for further investigation. Medimop has completed an internal investigation which found nothing to support any correlation between the incident and the device. There have been no other related or similar complaints associated for the device lot in question. Medimop will send a supplemental MDR if any additional info regarding this event is obtained.